Event description:
It was reported that there was a loss of therapeutic effect. There were telemetry issues. It was noted that at 4 am patient was in the emergency room for dystonic tics. The right implantable neurostimulator (ins) was interrogated with no issues and was fine via patient programmer. The left ins showed device not supported icon via the patient programmer. The patient had a return of symptoms. It was further noted that only the patient programmer was available to troubleshoot with. It was noted that the return of tics had started about an hour prior to this report. It was noted that if the device was off the patient usually knew at about an hour. Patient typically ran at 2.9v. Tics had started suddenly. It was later reported that the patient was transferred to a different hospital. Patient had no stimulation being delivered. It was later reported at the appointment on (B)(6) 2014, the patient had therapy resumed. It was noted that they were able to take impedances and communicate with the implant. Therapy had resumed the (B)(6) by turning the implant back on. It was determined the patient was attempting to use the previous patient programmer from previous implant. A compatible patient programmer was provided. It was unknown why patient lost therapy. No programming adjustments were made. Patient seemed to be doing fine. Additional information received reported that neurostimulator status was ok and there were no electrodes out of range.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 64001, lot# n242249, implanted: (B)(6) 2010, product type: adapter. Product ID: 3389s-40, lot# v479550, implanted: (B)(6) 2010, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 64001, lot# n412086, implanted: (B)(6) 2013, product type: adapter. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID; 3387-40, lot# j0206376v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).